Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimates with multiple cartridges. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was 85 mg/dl. It was confirmed that the customer will continue using the pump until the replacement pump arrives. Additionally, the customer has insulin pens available as alternate insulin therapy.